Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that he was unable to test on his onetouch ultra2 meter due to it being in the "settings mode." The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The alleged issue began on (B)(6) 2011 at approximately 2pm. Per the onetouch ultra2 owner's booklet, the user needs to set/verify the meter's code, date & time settings prior to testing for the first time and/or after battery replacements. The patient advised the customer care advocate that he manages his diabetes with one pill of glucotrol and two pills of metformin each day and reportedly continued with his normal diabetes management regimen when the subject meter did not work. The patient claimed that shortly after attempting to use the subject meter he developed a symptom of "sweating" but denied any treatment for this symptom as the sweating subsided on its own. The patient did not recall the exact time that this took place. He stated he went to the pharmacy for assistance and called lfs from the pharmacy. At the time of troubleshooting, the cca noted that the subject meter needed to be set up and walked the patient through the set up process which resolved the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up #1 (07/28/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.